Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
It has been determined that the device associated with this complaint is not PMA approved. This record is no longer reportable to FDA and will be un-reported.

Manufacturer narrative:
Continued h6 (health effect - impact code): f2203, f2201. The events of capsular contracture and granuloma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade unknown, granuloma, rupture.

Event description:
Patient representative reported left side "capsular contracture, baker grade unknown and rupture diagnosed by MRI", "patient is "traumatized" due to risk of cancer", "double capsule","granulomatous changes in the capsule near the thorax", "prosthetic capsule resectate with foreign body reaction in case of implant rupture". Device has been explanted and replaced with a non-allergan device.